Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. There was no reported impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the customer was able to clear the screen and continued using the pump for insulin therapy.